Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. The device is contaminated and corroded due to the unit being wet. Upper and lower cases, lead flex cover, and battery drawer are broken and contaminated. Battery contacts are compressed and corroded. Battery release, heart block, printed circuit board screws, release spring, and heart lead flex are contaminated. Ring and ring cover are missing. Side bail covers are broken. Display is out of specification (gasket sticks out into display area), corroded, and contaminated.

Event description:
It was reported there were power on/ off issues. It was also reported the unit got wet. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.